Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the amia cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The home patient stated there was air in the line. The home patient will end therapy and contact the clinic to determine how to finish therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.